Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the precision xtra meter were reviewed and the dhrs showed the precision xtra meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery issue was reported with the adc blood glucose meter. Customer reported being unable to obtain readings due to a battery icon appearing on the meter display. Customer experienced slurred speech and fell, requiring transport to a hospital where a reading of 30 mg/dl was obtained on the hospital device. Customer was diagnosed with hypoglycemia and treated with "sugar water" to elevate glucose levels, and she remained hospitalized for 1 day for monitoring. There was no report of death or permanent injury associated with this event.